Manufacturer narrative:
According to the facility on (B)(6) 2024 "upon using the 3cc syringe filled with normal saline from the kit, it was noted that a foreign body was floating in the syringe". Per the facility a separate syringe was used, and no injury has been reported. Per the facility the patient is doing "well". To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility on (B)(6) 2024 "upon using the 3cc syringe filled with normal saline from the kit, it was noted that a foreign body was floating in the syringe".